Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Vanh - "during sealing of the right ovarian ligament the instrument get stuck, not possible to open the jaws. Instrument was pulled from tissue." Patient status - normal.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering performed a handle actuation and a blade activation test by latching the handle and actuating the blade on porcine tissue. Engineering confirmed that the device performed to specifications as the blade was able to retract smoothly along the full length of the jaws without jamming. The root cause of the incident remains unknown as engineering was unable to replicate the inability to open the jaws observed during the procedure. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.